Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure of this left ventricular (lv) lead, a dissection of the septum occurred requiring no intervention. This lead was removed and replaced. No further adverse patient effects were reported.